Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and on 17-feb-2016 replaced sample loader. Performed loader alignment check. Replaced new sample needle. Ran start up. Performed instrument verification. Ran several patients (x20) to verify. Ran controls. Instrument is working good. The most probable cause of the reported event was an intermittent auto feed sample loader.

Event description:
On (B)(6) 2016, the customer reported syringe error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.